Event description:
The reporter indicated the surgeon explanted and exchanged an micl implantable collamer lens and has now reported, at two months post-op, the iris will not come down. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - review of the complaint file indicates that the surgeon explanted and exchanged the lens in two month after the icl implantation. The iris was reported "slowly coming down". No other complication was reported. Additional information was unknown. The position change of iris could most likely be caused by lens excessive vaulting which was the consequence of wrong lens use failure mode. However, based on the limited information, the specific cause of the event could not be determined. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Event date: unk. Expiration date - unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4). Lens not returned.